Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a crack on the right plunger case and some rattling sound found inside the pump. Event log history was performed and indicated that force sensor bridge test was recorded in history. During analysis, the force sensor bridge test error was unable to be duplicated at power up also all the force reading was within the required specifications. Service replaced the force sensor and performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited force sensor error. No adverse effects were reported.